Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a 8.5f sheath with curve viz mdc (vizigo), and a hemostatic valve separation issue occurred. The investigational analysis completed 2/11/2020. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. The customer complaint was confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 2/24/2021, it was noticed that field h1. Type of reportable event was incorrectly reported as ¿serious injury¿ in the 3500a initial medwatch report. This was incorrect. The field has now been corrected to ¿malfunction¿. Based on the information available, the reported patient event of ¿bleeding¿ was assessed as a minor injury and not MDR reportable since no medical/surgical intervention was required to stop the bleeding and the patient¿s health status was not affected by the issue experienced. This event remains MDR reportable for the product problem of the hemostatic valve separation. It was also noticed the e1. Initial reporter details were inadvertently omitted from the 3500a initial medwatch report. The appropriate fields have now been populated with the following information: dr. (B)(6).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the bwi pal found the hemostatic valve dislodged inside the hub. The friction ring and brim cap remain intact. These findings coincide with what was initially reported. The observed dislodged hemostatic valve has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a 8.5f sheath with curve viz mdc (vizigo), and a hemostatic valve separation issue occurred. It was reported that a vizigo sheath was across the patient¿s atrial septum. When the physician was removing the dilator, after getting transseptal access, excessive blood was leaking out of the hemostatic valve. The physician advanced a wire through the sheath and replaced with another vizigo sheath. Upon removing the sheath, it appears the hemostatic valve was not functioning properly, or was damaged during preparation. A large hole could be seen right through the valve when looking down the barrel. The hemostatic valve did not break into pieces and the hub did not become detached from the sheath. No air was introduced into the patient that we could be detected. No medical/surgical intervention was required to stop the bleeding. Patient¿s health status was not affected by the issue experienced. Physician¿s opinion regarding the cause of the issue is that it was a bwi product malfunction.